Manufacturer narrative:
As reported, the bard/davol tridyne cardiovascular sealant did not seal the tissue adequately. There was no reported patient injury. The subject device was used on the patient, as such is not available for evaluation. Based on the available information and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2021. The subject product is not marketed for us sales. A similar product is marketed in the us. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a cardiac surgery for an aortic prosthesis (eptfe graft) on (B)(6) 2021, the surgeon used a bard/davol tridyne cardiovascular sealant. Primary closure for anastomosis was completed using sutures prior to the application of sealant. It was reported that during product set up, 2ml of sterile water was injected into the peg cartridge and it took no longer than 2 min for the all the powder to dissolve without any leftover peg particles in the solution. Then, the entire content was applied within 20 min since it was mixed with water. There was no undue resistance or air noted in the syringe while injecting the sterile water into the peg cartridge. The air was purged from the applicator during set up. There was no fluid leakage inside the applicator assembly prior to use, or at any time during product application. There was no crack or damage found to the component cartridge. As reported, during post-product application, the device did not perform the expected function. "The product did not show good adhesion to the tissues, as it forms like a gel without adhesion." The surgeon is a first time user of this device; there was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol tridyne cardiovascular sealant did not seal the tissue adequately. There was no reported patient injury. The subject device was used on the patient, as such is not available for evaluation. Based on the available information and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january, 2021. The subject product is not marketed for us sales. A similar product is marketed in the us. Should additional information be provided a supplemental MDR will be submitted.

Event description:
As reported, during a cardiac surgery for an aortic prosthesis (eptfe graft) on (B)(6) 2021, the surgeon used a bard/davol tridyne cardiovascular sealant. Primary closure for anastomosis was completed using sutures prior to the application of sealant. It was reported that during product set up, 2ml of sterile water was injected into the peg cartridge and it took no longer than 2 minutes for the all the powder to dissolve without any leftover peg particles in the solution. Then, the entire content was applied within 20 minutes since it was mixed with water. There was no undue resistance or air noted in the syringe while injecting the sterile water into the peg cartridge. The air was purged from the applicator during set up. There was no fluid leakage inside the applicator assembly prior to use, or at any time during product application. There was no crack or damage found to the component cartridge. As reported, during post-product application, the device did not perform the expected function. "The product did not show good adhesion to the tissues, as it forms like a gel without adhesion." The surgeon is a first time user of this device; there was no reported patient injury.